Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A snare device was then used to retrieve the balloon from the anatomy. Another balloon was used to successfully complete the procedure. The patient remained stable during and after the procedure. There was no adverse patient sequela reported. No additional information was provided. Unique device identifier (UDI): the UDI is unknown because the part number was not provided. Concomitant products: dilatation catheter: 3.50 x 25mm trek; sheath: 6fr. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The trek rx 3.50x25 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery (rca). During unpacking of the first trek balloon dilatation catheter (bdc) , it was noted that there was a kink in the dispenser hoop coil. When the device was removed, it was noted that the proximal shaft was kinked/bent. Another balloon was used to continue the procedure. However, the physician deemed it necessary to upsize on the bdc. Another trek bdc was used and advanced to the lesion with no resistance. It was inflated once at nominal pressure. During deflating, it was noted that the balloon would not deflate at all. The indeflator was then removed and a syringe was used to pull negative for 20 seconds multiple times. Blood was present in the syringe. It was thought that the balloon had ruptured. However, through a second check, the balloon was still fully inflated. The physician then decided to remove the balloon (fully inflated), when the distal shaft broke off and the balloon remained in the rca. Resistance was felt with the hi-torque wiggle guide wire (gw) during the removal of the bdc when the shaft broke. Two non-abbott gw were then used in an attempt to poke and rupture the balloon, but was unsuccessful. A second attempt was made with another non-abbott gw and a microcatheter, but was unsuccessful. Then another unspecified gw was used in an attempt to deflate the balloon, with a bovi-wire (electrical current) technique, and the balloon was successfully ruptured/deflated.